Manufacturer narrative:
Event date is approximate. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for the treatment of movement disorders. It was reported the patient had a room full of ham radios with a large antenna outside and after leaving the room he got tired, had headaches, and did not feel very good and thought it could be the ham radios affecting his therapy. No further complications were reported or anticipated.